Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Reportedly, customer contacted primary care provider for backup insulin therapy.